Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was delayed by 20 minutes and completed by after disable ¿ECG triggering¿ feature at the time of event. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to perform fluoroscopy. Review of the logfiles shows user msg: ECG signal absent. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the ECG trigger had been unintentionally activated. Rse found that ECG-linked x-ray exposure was typically not configured. To resolve the issue, rse advised the customer to operate the system with the ECG trigger turned off. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.